Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2019 and a barbed suture was used. During vaginal stump suturing, the suture was broken during continuous suturing. The surgeon opined that the cause was unknown but the suture might have been loose, causing the breakage there were no adverse consequences to the patient. No additional information was provided.